Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was exhibiting signs of potential thrombus shortly post implant. The patient was currently in a rehabilitation facility and being closely monitored. The patient has signs of right heart failure and volume overload and an increase in her lactate dehydrogenase (ldh). The patient was taken to the operating room 6 days later for a pump exchange due to increased heart failure symptoms, tea colored urine and spike in ldh to the 3000's. It was noted that only the pump portion was exchanged through minimally invasive procedure. The inflow and outflow graft remain the same. A small white piece of tissue was noted on the outlet bearing after prying off the outflow elbow.